Event description:
It was reported that the vns patient passed away and was undergoing an autopsy. It was later reported that the patient passed away in her sleep and was found the next morning. The cause of death is pending the final death certificate completion. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Additional information was received stating that the vns patient¿s device was buried with the patient; therefore, no analysis can be performed. The death certificate listed the cause of death as sudden cardiac arrest subsequent to dilated cardiomyopathy. Based on the available information about the patient¿s death, an internal classification has determined that the death was unlikely sudep.